Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the tubing separated and leaked during a radiology procedure while connected to a patient. There was no patient harm.

Event description:
The customer reported that the tubing separated and leaked during a radiology procedure while connected to a patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report of the tubing splitting and leaking was confirmed. Visual inspection showed a 1-1.5 inch section of the tubing just below the smartsite torn completely open. The root cause of the customer's report was determined to be the use of non-pressure-rated tubing to administer contrast dye for radiology scanning purposes.